Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient's infusion set's tubing came out of the actual clip. Her blood glucose level was above 400 mg/dl at the time of incident and the patient did not do finger stick. Therefore, they tried to treat it with correction bolus via pump after replacing the set. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.